Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator and mini link transmitter. There was no communication anomaly noted and no battery out limit alarm noted. The pump passed the displacement test, rewind, basic occlusion test, prime and self-test. The pump had all operating currents within specification. The off no power alarm functions properly. The pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. There was no motor position encoder error alarm noted in alarm history screen. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform the unexpected restart error test, excessive no delivery test and occlusion test due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 260 mg/dl. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. However the motor error reoccurred after a set change. The customer also reported having blood glucose of 40 mg/dl. The customer states it is unknown why they received the low blood glucose. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.